Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the right side septum of this dual device revealed normal usage with no internal damage. The left side septum also showed normal usage with no internal damage. No discoloration, compression marks or tears were noted on the preattached device catheter; however, the preattached catheter did appear to have been cut with a sharp object such as a blade. No other anomalies were noted. The device was patent, no resistance was felt when flushing the right and left sides of the device. A red fluid material was collected from the right side which appears to be consistent with blood. Leak testing of the device confirmed that this device did not leak. The device performed as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not ID. A review of the device history record did not reveal any mfg variances related to this event. The device functioned as intended during the MFR's analysis; therefore, based on the info available and the results of the MFR's analysis of the device, the report that "the device would not flush" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 7/22/97, the facility notified the MFR's (MFR) sales rep that they had a problem with two (2) of these devices. This report concerns the first device. The facility encountered problems flushing the device and as a result, the device was explanted. No further details were provided at this time.